Manufacturer narrative:
(B)(4). Eval results: (root cause undetermined), (device not rec'd for eval).

Event description:
The physician was using an integrity rapid exchange (rx) coronary stent for treatment of a lesion. The device was inserted into the pt and the balloon was inflated. The physician noted sub-optimal results. The sheath was inspected and the stent was noted to be positioned within the sheath on the table. Info rec'd confirmed that there were no issues with the device packaging. The device was removed from the hoop and the protective sheath was removed w/o issue. The protective sheath was handled correctly during removal. No clinical sequelae were reported.